Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving fentanyl (200mcg/ml at 135.3mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that during a refill appointment on (B)(6) 2019 the drug concentration was entered in error. The programmed concentration was 200mcg/ml at 135.3mcg/day and the actual concentration was supposed to be 25mcg/ml with a dose actually of 16.91mcg/day. No symptoms were reported. No further complications have been reported as a result of this event.